Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had pain and various symptoms. It was reported that the stimulator had been turned off. No trauma or falls were related to the issue. The stimulation issue was not related to positional movement. No medical test or electromagnetic interference environmental exposure was reported. The patient turned stimulation off on saturday and on the day of report, the pain was gone where it was noted to feel good. The issue was going on in 2015 but it was not as bad. The device was checked and nothing was found to be wrong with it. There was a report of a sudden change in therapy and symptoms. The patient had pain and swelling on the right side and they had pain and warmth at the implantable neurostimulator (ins) site. It was also reported that they could hardly walk. There was a report that the patient had knee issues before so it was hard to tell what pain was from what. The knee pain had since resolved with steroid injections and now they could tell where the pain was coming from. After stimulation was on for 6-8 hours, they could no longer feel it. The skin at the hip was sensitive to the touch and they could not lay on that right side when sleeping. It was reported that the patient had a lot of inflammation at the location of the ins and the hip. The ins felt like it was heating up. Some medical history that was reported was bell's palsy, the patient was bedridden for 4 weeks that was not device related, and neck deterioration. The patient had been seen by their primary care physician, pain managing healthcare professional, and an arthritic physician but no one could determine what the inflammation was coming from. No imaging or other tests were performed. The issue started last year and continually gotten worse. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.